Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. As received, the cable connecting ECG "c" and ECG "d" was missing and the j704 connector was pulled off of the distribution node pca. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to complete incoming functional testing.